Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to test it. Upon visual inspection, the hdmi connector was found to be badly damaged with connector pins out of place. The smart cable was unable to be connected to verathon's test equipment for testing due to risk of damaging the test equipment. Damage of this type may cause image failure, but due to being unable to test the smart cable verathon could not confirm nor deny the failure. The glidescope operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement and there being no repairs available for this device. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would intermittently cut off. The customer reported isolating the issue to the cable end that connects to the disposable laryngoscope. No delay in the procedure, use of a backup device, or harm to the patient was reported.